Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age and gender unknown), the device intermittently failed to discharge. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device history logs indicated that the device successfully delivered the selected energy with sync mode off. Later during the reported event, the energy was selected for 200 joules, the end user pressed the sync on/off key turning on the sync mode followed by multiple shock button presses where the button was not held down for the discharge to synchronize with the r wave. It is important to mention the clinical data was not available for review as it was cleared prior to the device being returned to zoll. It is noteworthy to mention the electrode pads used at the time of the reported event were not returned for evaluation. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.